Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 9182630. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 2 picture samples received for evaluation by our quality team. Through examination of the picture samples, a syringe with scale markings is shown. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. Root cause description: the cause for this defect could have resulted during the syringe assembly process where the barrel printer was low on ink and the barrels did not get the scale printed and it went undetected. Rationale: further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringe scale markings were illegible prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the product in question is the luer tip 60ml syringe, batch 9182630, which does not have a legible print of the numbers and volume markings. The problem occurred during the manipulation (dilution) of medication at the chemotherapy pharmacy."